Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform stapler instrument associated with this complaint and completed investigations. The reported issue with the instrument could not be replicated or confirmed. Visual inspection displayed no signs of physical damage. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully using sf blue 60 reload. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. The instrument passed the recognition and engagement tests on 3 of 3 attempts. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument attached to and removed from the arm without any issues on multiple attempts. The instrument was returned unused. Reviews of logs were unable to verify any failures. The instrument was fully functional. Additionally, isi received the sureform 60 blue reload that was used with the sureform 60 stapler instrument to perform failure analysis. The reload was analyzed and no damage was observed. The reload was returned unused and unfired. The reload passed all tests that were performed. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument head closed on its own with limited pressure when inside patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the surgeon was not visible to the reporter when the event occurred based on the set up of the operating room. The surgeon was attempting to use the stapler when the issue occurred. The customer assumed the timing of the instrument was appropriate as the surgeon did not mention issues related to movement of the stapler. There was no shakiness or friction nor instrument to instrument arm collision. The issue was persistent when preparing to staple tissue. Resolution was to get a new stapler and staple load. There was no reported patient injury.